Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode would not convert the induced ventricular fibrillation (vf) four times. The patient had to be externally rescued each time. It was noted that they did have difficulty inducing the patient as the rhythm would start and the break on its own. It was further noted that the patient was of larger stature and had a big heart and big chest wall. The physician believed that the s-ICD and electrode were in a good position. The device and electrode were attempted and not implanted. A transvenous system was implant a few days later. No adverse patient effects were reported.